Event description:
Md originally implanted hardware in 2005. On june 6, 2005, during a routine follow-up visit, md noted one set screw appeared dislodged on x-ray. Md put patient in a brace until the fusion heals. The patient is asymptomatic.